Manufacturer narrative:
Evaluation results: one cadd legacy pump was returned for investigation in good condition. The screen was scratched however. There was no evidence of the reported product problem (high pressure alarm) in the event history log. The device was tested three times. All three test passed within internal specification. No fault was found with the pump. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The downstream sensor was replaced as a preventive measure.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cadd legacy 1 pump frequently alarmed "high pressure." No patient injury or complications were reported in relation to this event.